Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had high capture thresholds and low sensing. Fluoroscopy revealed that the lead had micro-dislodged. The lead was explanted and replaced. The patient was stable post procedure.